Event description:
During an evaluation of a product complaint for another issue, a precision bipolar device was sent to a supplier for additional evaluation. The jaw of the device broke during transport to the supplier. Although standard device packaging was not in use, a decision was made to report this failure.

Manufacturer narrative:
There was no pt involvement. Therefore, pt info is not applicable. This endoscopic vein harvesting bipolar device was manufactured by datascope corp located in (B)(4). Sorin group USA has since acquired this product line. Sorin group USA is filing this report on behalf of datascope. During an evaluation of a product complaint for another issue, a precision bipolar device was sent to a supplier for add'l evaluation. The jaw of the device broke during transport to the supplier. Although standard device packaging was not in use, a decision was made to report this failure.